Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), embedded device ("essure device within the myometrium anterior aspect of the uterus is a metallic spring-like component measuring up to 2 cm in length"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included crohn's disease, hemophilia carrier, ovarian cyst, transient ischemic attack (multiple), migraine and dysfunctional uterine bleeding (severe) since 2009. Concomitant products included alprazolam (xanax), dicycloverine hydrochloride (bentyl), fenofibrate (tricor), iron, lipitac (omega 3), ondansetron (zofran), oxycocet (percocet), prenatal vitamins, trazodone and vicodin (lortab). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 3 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (device removal/(hysterectomy with bilateral salpingectomy - with removal of right ovary). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not undergo essure confirmation test (sic). Diagnostic results: essure confirmation test: perforation (fallopian tube)-2009. Most recent follow-up information incorporated above includes: on 7-jun-2018: the reporter information was added. This case concerns 36 year old patient. Her concurrent conditions were added. Her lab data was added. Essure insertion was updated. Her concomitant medications were added. Following events: perforation (fallopian tube), essure device within the myometrium anterior aspect of the uterus is a metallic spring-like component measuring up to 2 cm in length, abnormal bleeding (vaginal/ menorrhagia), dysmenorrhea (cramping). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.